Event description:
It was reported that during percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the obtuse marginal. A 6f non-bsc guide catheter and a fully deployed 3.5x5.5mm filterwire were engaged in the saphenous vein graft. The 3.50x16mm promus element plus stent was then deployed at 20 atm for 30 seconds. The stent delivery system was removed and angiogram was performed. The promus element stent appeared well apposed. The filterwire was then removed successfully then angiogram was performed and revealed that the stent had compressed on itself and had stent damage. The stent damage was treated with deployment of a 4.0x8mm promus element plus stent at 11 atm for 30 seconds. Angiogram was performed and the stent appeared well apposed. No further patient complications were reported that the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).